Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with contrast in the balloon. There were numerous kinks. There was tip damage. Functional testing using an inflation device filled with water to inflate the balloon to the rated burst pressure with no balloon burst. There is no indication the device was inflated over rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified right coronary artery. A 3.0 mm x 12 mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However during the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely calcified right coronary artery. A 3.0mm x 12mm quantum¿ maverick¿ balloon catheter was advanced for dilation. However during the third inflation at 18 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.